Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a bradycardic patient presented to the emergency room after experiencing a syncopal episode. It was noted that the pacemaker could not be interrogated and failed the telemetry tests. The patient was lost to follow up and had not had the pacemaker checked in almost 2 years. When attempted to get a magnet rate, the pacemaker was unresponsive to the magnet. The pacemaker was noted to be at eri/eol, and was explanted and replaced. The patient was stable during and post procedure.